Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a problem with the fiber optic sensor. The iab was removed and replace with another. It was reported that the second iab that was inserted also had an issue, but the pumping had continued. The patient was then sent to the ICU. The customer later reported the console had generated a fiber optic sensor failure message. There was a flush bag and transducer connected to the pump. The customer was walked through the steps to disconnect the fiber optic cable and flush/ zero the central lumen. An arterial line waveform was present and they resumed pumping without issue. There was no patient harm or adverse even reported. This report is for the second iab involved in this event. A separate report has been submitted for the first iab under mfg report number 2248146-2022-00361.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.